Event description:
This is a solicited case report received from a consumer via social media in united states on 25-nov-2014 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Essure was inserted for birth control. Consumer reported that she experienced a huge amount of pain. The operative procedure took 4 hours and they struggled to get the uterus out. Consumer also stated that essure coils have been evicted. No additional information was provided. The product technical complaint investigation and final assessment were received on 18-dec-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 19-dec-2014: no further information can be obtained. Case closed. Company causality comment: this non medically confirmed, solicited case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical importance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between pain and the suspect insert cannot be excluded. Since a surgical procedure for uterus removal was reported, this case was regarded as incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information could be obtained.